Event description:
The customer reported that the unit was not recognizing the pads.

Manufacturer narrative:
The customer reported that the unit was not recognizing the pads. A philips field service engineer evaluated the device at the customer site, and resolved the issue by replacing the therapy pt connector.